Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that a perc pin tip broke off when trying to remove it from the patient after the case. The doctor decided to leave the broken piece of the perc pin inside the bone of the patient. The lot number is not available. There was no delay to the procedure, and no reported impact on patient outcome.